Event description:
The customer reported non-reproducible false positive troponin I (accutni) results, for one patient, involving access 2 immunoassay system. The erroneous results were released out of the laboratory and questioned by the physician. There has been no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was declined as the customer did not question system performance. The customer stated large amounts of fibrin were in the patient's sample. The customer suspected technician error caused the erroneous results. Note: exact date of event is unknown. The customer stated the event occurred approximately three weeks prior to the report date.